Manufacturer narrative:
The pump was returned to animas for eval. During eval, the pump dispensed insulin during the load cartridge phase. During eval, the force sensor was found to be out of calibration. Eval revealed a dislodged display screen and partially dislodged force sensor pins.

Event description:
During eval, the pump dispensed insulin during the load cartridge phase.